Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the frst balloon used in the procedure was the 2mm x 20mm x 143cm coyote es balloon catheter followed by 2.5mm x 20mm x 144cm coyote es balloon, and lastly the 5.0mmx150mmx150cm sterling balloon catheter which were all ruptured. All devices were removed from the patient without disconnection.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed two pinholes in the balloon 26mm and 24mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are pinholes in the balloon.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the frst balloon used in the procedure was the 2mm x 20mm x 143cm coyote es balloon catheter followed by 2.5mm x 20mm x 144cm coyote es balloon, and lastly the 5.0mmx150mmx150cm sterling balloon catheter which were all ruptured. All devices were removed from the patient without disconnection.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.